Manufacturer narrative:
The insulin pump was received with blank display and constant tone due to moisture damage on the electronics assembly. Analysis was unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display. The insulin pump was received with moisture damage motor, vibrator, keypad and battery tube assembly. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker and cracked battery tube threads. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm during priming. Blood glucose level at the time of the incident was 302 mg/dl. The customer's parent was able to rewind the device. The customer's parent stated that the insulin pump was not exposed to high magnetic fields and the drive support cap appears normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.